Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps lost function during intraoperative use in the situs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument had a broken cable. The instrument did not cause any damage; it was only replaced because of the visible defective cable pull. No motion o cautery issues were noted as a result of the broken cable. There was no patient injury as a result of the reported event. Procedure was fully completed with a replacement instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.